Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel flashing, turret motor and high-intensity motor failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction frequent flickering of its liquid crystal display and front panel flashing was traced to be turret motor and high-intensity motor failure and the most probable root cause of the malfunction turret motor and high-intensity motor failure was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the xenon light source had frequent flickering of its liquid crystal display (lcd). The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.